Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In previous reports section b5 mentioned incomplete, correct should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty of breathing, sinus infection, general upper respiratory infection, bronchitis, allergies and was hospitalized with pneumonia. The reported event and its severity were reviewed by the manufacturer's clinical expert. Base on the available information at the time of the review, the device may have caused or contributed to the reported events. Upon repeated attempts to have the device and components returned for evaluation and investigation, the customer responded that they don't have a device anymore. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code has been corrected, and type of investigation, investigation findings, and investigation conclusions have been updated. Section b2 has been corrected / updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5102658) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.